Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she has been experiencing consistently high blood glucose readings due to issues with her reservoir. The patient's blood glucose would not drop below the 500 mg/dl to 600 mg/dl range. The customer has changed her insertion site twelve times in the past few days since her insulin pump often alarms with no delivery. At one point she had to manually push insulin through to her site. Troubleshooting was initiated for the no delivery and the customer was unable to prime the pump. No products were returned due to the customer discarding all of her used reservoirs and infusion sets and the customer was shipped two replacement reversoirs and an infusion set.